Event description:
It was reported that the ilet device¿s sleep/wake button intermittently did not respond to touch, and the user sometimes needed to place the device on its charger to wake it. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included troubleshooting and user education, including confirming a pending firmware update and advising completion of the update. Investigation of this case revealed an inconsistent user interface response related to the sleep/wake function, consistent with a device control or user interface issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further information and potential software remediation via firmware update.